Event description:
It was reported the patient received the following results within 15 minutes: 54 mg/dl (system 1) and 86 mg/dl (system 2).

Manufacturer narrative:
This case, with patient identifier cn-488403a (system 1), is related to case with patient identifier cn-488403b (system 2). The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.